Manufacturer narrative:
Unk if sample is available for evaluation, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint reported as follows, "when the balloon port was removed at the end of the case, it was noted to be missing the tip and had a jagged plastic edge. The end with the balloon was missing... Upon inspection inside, the largest part of the broken piece was embedded in the pts chest wall, it was safely retrieved. There were a few tiny plastic fragments that were also found in the chest wall. The piece were puzzled back together and we believe that we got them... The area below was explored as well." Additional info provided: the instrument was reported to have been inspected prior to use. It was in use for about a half an hour prior to the event. The pt was a (B)(6). Fragments were reported to be retrieved. No pt injury reported.